Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening of the package, the stent tubing was ruptured. Resolution replaced with new stent.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements, state to use unaided eye at 12" to 18" distance under normal room lighting, unless otherwise noted. When evaluating the sample, it could be seen that the separation took place on the proximal pigtail. The material at the separation does not appear to be stretched or discolored. The separation at the suture port hole to the end of the stent does appear as if the suture was forcibly removed due to jagged and stretched appearance of the separation. The suture was not provided for evaluation. Dimensional evaluation noted dimensional requirements state the od is to 0.061" ± 0.002", tip ID 0.039" ± 0.002", guidewire to be 0.035" ± 0.001" and tube ID to be 0.040" + 0.002" -0.001". The sampled passed all dimensional. The od measured at 0.0621" using a laser micrometer. The tip ID was measured using a 0.039" pin gauge. A 0.035" guidewire passed through the sample with no hesitation. The tube ID was measured using a 0.040" pin gauge. Although an exact root cause could not be determined a potential root cause could be material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon opening of the package, the stent tubing was ruptured. Resolution replaced with new stent.